Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was continuously rebooting. A field service engineer found that the station was confirmed on remote smart service (rss) access and rebooted successfully. Monitored for a few hours with no issues and confirmed the med station was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was continuously rebooting every few minutes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.